Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab evaluated the microblender and was able to confirm the reported issue of the blender having a high 21% oxygen concentration and isolated the issue to the front seat being out of calibration.

Event description:
The customer stated that while this blender was in use with a 3100a on a patient, it was discovered that the patient was getting more room air when set at 21% after performing a blood gas on the patient. The blender does not go below 24.7% when set to 21%. There was no harm other than the high blood gas to the patient.